Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There were no issues during the disposable device manufacturing, including sterilization. Products met final inspection and testing requirements prior to shipment.

Event description:
Fourth miradry treatment was tolerated with no concerns. Nine days post treatment, patient was seen by another physician who prescribed clindamycin 150 mg iii tabs orally every 8 hours x 10 days. Eleven days post treatment, the patient presented to the treating clinic after increasing redness and swelling of her left axilla and upper arm. On next day follow up (twelve days post treatment), she was seen by the treating physician and advised to continue the antibiotics. Erythema, swelling, and induration noted. No fluctuance. Thirteen days post treatment, the treating physician incised and drained the area. Culture identified staph aureus which was sensitive to the clindamycin previously prescribed. Patient returned to treating physician's office for follow up 6 weeks after treatment. Wound had healed and fully resolved.